Event description:
During procedure resistance was encountered as the coil was being advanced out of the introducer sheath towards the microcatheter. It was reported that when the physician removed the coil, it looked as if it was "sheared in the sheath". There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4).

Event description:
During procedure resistance was encountered as the coil was being advanced out of the introducer sheath towards the microcatheter. It was reported that when the physician removed the coil, it looked as if it was "sheared in the sheath". There was no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record confirmed the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the proximal contact was intact. The delivery wire was kinked at 114 cm from the proximal end. The introducer sheath was not returned. The coil was examined under magnification and found to be extremely stretched resulting in the form tip ball being distorted. No other anomalies were noted to the coil. There was no evidence that fracturing or breaking of the device. Based on the information provided and the investigation findings, it is most likely that procedural factors contributed to the reported friction encountered during use. The reported coil breakage was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.